Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A "try it" manual test was performed and passed. The reported event of no audio output was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction "the reported no audio output could not be confirmed."

Event description:
The reported event of no audio output was not confirmed.